Event description:
It was reported that this patient developed a hematoma around the device pocket. A revision procedure was performed to reposition the device for therapy optimization. No additional adverse events were reported.